Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. Review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed the leak test. A definitive root cause could not be identified. The most probable cause of the complaint is component failure, which is expected, or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had image issues and was not focusing correctly. The issue occurred during a unknown therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had image issues and was not focusing correctly. The issue occurred during a unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.